Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to perform the excessive no delivery test due to no button response. Insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 148 mg/dl. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.